Event description:
It was reported that the brake button broke. The 85% target lesion was located in the severely calcified and severely tortuous artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was reported that the brake button broke and was unusable. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. Visual inspection of the device found that the brake defeat button was not present upon device return. Product analysis confirmed the reported event, as the brake defeat button failed to return with the device. No further device damage or irregularity was present.

Event description:
It was reported that the brake button broke. The 85% target lesion was located in the severely calcified and severely tortuous artery. A 1.50mm rotalink plus was selected for use. During the procedure, it was reported that the brake button broke and was unusable. No patient complications were reported.